Manufacturer narrative:
The hillrom technician evaluated the product and found the locking pin in the q-link of the lift strap was missing. Information from service confirmed the q-link on the lift strap of the device had not been replaced. All liko lifts go through final test with maximum load during the manufacturing process and a lift strap q-link missing the locking pin could not pass the final test. Review of the device history record for the device in the event shows it has passed the final test. The locking pin of the q-link does not fall out, it is inserted in a sown fold on the end of the lift strap and protected by a plastic cover. The q-link is designed so that the lift strap will be tightened when load is applied. The most probable root cause is that the pin has been taken out by the user or some other person. In the instruction guide for multirall 200, 7en125103 rev. 9, it is stated under inspection and maintenance: service multirall¿ 200 overhead lift should be periodically inspected at least once a year. Periodic inspection, repair and maintenance should be performed only in accordance with the liko service manual and by personnel authorized by hill-rom and using original liko¿ spare parts. In the periodic inspection protocol for overhead lifts, it is stated under check point 10 with pictorial description: q-link / lift strap joint (likorall¿) verify that the link is secure on strap. Slide plastic cover off the link and visually inspect that the lift strap safety pin is seated securely in the middle recess of the link. The technician replaced the locking pin and security hook and weight tested to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the lift strap that linked the motor to the rail came loose while transferring a patient. The lift was located at the account . The patient dropped 1.3-1.4 meters. Hillrom has contacted the account to inquire if there was any patient or user injury resulting from this incident and the account has not answered these requests stating confidentiality reasons. This report was filed in our complaint handling system as complaint # (B)(4).